Event description:
Caller reported alarm 2 followed by alarm 26, indicating occlusion events that occurred earlier in the day. Despite this, there was no adverse impact on the customer¿s blood glucose levels, as the levels did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage. Although experiencing recurring occlusion issues, the customer declined additional assistance, leading cts to close the case.